Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a refractive surprise following an intraocular lens (iol) implant procedure. In a follow up, a surgical coordinator reported the lens was exchanged. Additional information has been requested.